Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring a visit to the ER. The event occurred on (B)(6) 2024. On saturday on (B)(6) 2024 the user's caregiver delivered a 'more than' meal announcement. Then approximately 3 hours later the user's bg dropped to 44 mg/dl. This occurred around 1:30 am on (B)(6) 2024. The user then experienced convulsions and ems was called. Ems administered glucagon and the user was taken to the ER. The user was not admitted to the hospital and was released by 8:00 am. On (B)(6) 2024 the cds followed-up with the user's caregiver. The ilet reports show that 75% of the user's meal announcements for lunches were 'less than', and 50% were 'less than' for dinner. The cds discussed the need for 'usual' meal announcements during the first week or two of ilet use. The user has disconnected from the ilet and has elected to return the device.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data showed a period of hyperglycemia on the evening prior to the event. Insulin dosing was suspended for four hours due to an incomplete tubing fill process. When the fill tubing process was eventually completed, a cartridge change and an infusion set change were completed immediately after, with a total of 89 units of insulin primed during this second event. This was followed by the "more than usual" meal announcement. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hypoglycemic event was likely caused by the user overestimating the carbohydrate content of their meal and choosing a meal announcement size that was too large, resulting in an excess of insulin relative to their need. It is possible they were connected to the ilet for some or all of the 89 units that were primed just prior to the meal announcement, which would have contributed to the severity of this event. In addition, review of their report revealed a possible misunderstanding of the meal announcement, which may have resulted in maladaptation of doses that potentially contributed to this event.